Manufacturer narrative:
(Patient identifier): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal variceal bleeding performed on (B)(6) 2022. During the procedure, the physician already deployed five bands. When the next band was deployed, it could not be deployed. She rotated the handle again, but still the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.